Manufacturer narrative:
(B)(4): surgical procedure, secondary surgery, vision, blurring of, sensitivity, light, (iris irritation), explanted, evaluation : method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method - medical review, device history record review. Results - medical review - review of this file indicates that patient experienced blurry vision despite a good vault,and the lens was noted to be sticking to the posterior iris. After exchange of the icl with the same size, the problem was resolved. The most probable cause of this event is implantation of an upside-down lens. If the icl was only folded, the vision would not be blurry. When an icl is implanted upside down, refraction becomes hyperopic creating a blurry vision, and the natural vault of the icl will show touching of the haptics with the posterior iris. An upside-down icl is easily noted during implantation into the eye. There are several landmarks on the lens that would indicate if the lens is being delivered upside down or not. Surgeons are trained to carefully look for these landmarks during implantation to avoid this scenario. The most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. Surgeons are also advised to slowly inject the icl while paying close attention to the landmarks, to prevent the occurrence of this complication. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions - based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens on (B)(6) 2011. The patient returned complaining of blurry vision and light sensitivity. The reporter stated it appeared the icl was sticking to and irritating the iris. The icl was explanted a week later with no patient injury and the surgeon indicated the vault was good and the icl looked fine in the eye. Another same model lens was implanted. The patient's va was 20/15 and the patient is very happy with the implant. The reporter stated the surgeon felt the icl was faulty.